Event description:
Dealer reports that this rental unit was returned after user attempted to enter front door of her house going over small step. She fell to the right, landing on her right side and breaking her right tibia. There is damage to the right side of the frame but no malfunctioned of the unit.